Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a flo gard infusion pump with battery issue was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness.

Event description:
The facility reported a flo-gard infusion pump with "battery." According to the facility, this event occurred upon power-up in the maternity unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.